Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump received a new software release detected alarm during a set change. The patient's blood glucose at the time of incident was 14.0 mmol/l. During troubleshooting the customer was able to clear the alarm. However, the caller mentioned that the device also alarmed with incorrect pump model number in flash. The customer was advised to revert to a medically prescribed back-up plan. The insulin pump will be returned for analysis.